Event description:
(B)(4) after having my dye test to confirm closure, I started breaking out in hives. So severe that I have patches where my skin is damaged. Constant pelvic and abdominal pain. My joints hurt constantly. My abdomen is swollen to the point that I look pregnant. My lymph nodes are constantly swollen. Most recently my gums are constantly swollen and sensitive.